Manufacturer narrative:
This report is submitted on 08 april 2020.

Event description:
Per the clinic, the device was explanted (date not reported) due to discomfort at implant site and the patient was re-implanted with a new device. The patient was administered antibiotics.